Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a caregiver reported that the customer received a notification regarding "device may give inaccurate readings and to take it off immediately". There was no alleged adc product issue associated with this report. Adc customer service successfully contacted the customer to gain additional details regarding this event. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.